Manufacturer narrative:
Concomitant medical products: product ID 977a275, lot# serial# (B)(4), product type lead. Product ID 977a275, lot# serial# (B)(4), product type lead, other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 29-dec-2021, UDI#: (B)(4); product ID: 977a275, serial/lot #: (B)(4), ubd: 29-dec-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that in 2019 she had the stimulator replaced due to "it sticking out or something". Reviewed only ins is registered. Discussed possible reason for lead revision is the lead may have migrated. Referred her to dr. (B)(6) for confirmation. Reviewed full body eligible symbol on the remote would factor in abandoned product. Unknown if this event was reported (possible migration).